Event description:
It was reported that a revision surgery of a genesis ii knee was performed. The reason of the surgical intervention was due to a fracture under the tibia plateau due to a fall of the patient.

Manufacturer narrative:
The associated complaint device was not returned. No clinical information was provided for inclusion in this investigation. However, based on the surgeon¿s statement, the root cause of the fracture under the tibia plateau was due to a fall. The delay was <30 minutes and there was no alleged harm to the patient. No further clinical medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. Should additional information be received, the complaint will be reopened. We consider this investigation closed.